Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger would not recognize a battery pack was inserted. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported that the replacement charger was 'making a popping sound and acting oddly'. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not recognize a battery) was confirmed. Upon receipt the battery charger/modem was unable to recognize a battery pack. Upon evaluation there was corrosion on the battery board, bedside board and the cell modem. The cause for the failure was isolated to corrosion on the battery board. The cause for the corrosion was contamination. The root cause of the contamination was unable to be positively identified but was likely ingress of an unknown liquid. Device evaluation of charger/modem sn (B)(4) was completed. The reported problem (popping sound / acting odd) was confirmed. As received, the charger/modem was unable to charge a battery pack and was resetting. The cause of the inability to charge and resets is corrosion on the battery and bedside board. The cause of the corrosion is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress on an unknown contaminant. No adverse event resulted from the contaminated chargers. The patient received a replacement battery charger/modem. Device manufacture date: (B)(4): 05/2013.